Event description:
It was reported that a spectrum pump failed the downstream (distal) occlusion sensor test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
¿E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported "failed downstream (distal) occlusion sensor test " was not reproduced. The device was tested for downstream occlusion detection with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.¿